Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit had cracked reservoir tube window, cracked reservoir tube lip, broken belt clip slot at battery tube threads area, cracked battery tube threads,cracked case at display window corner, cracked lcd window and minor scratched lcd window. No crack near drive support disk noted.

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 700mg/dl. The customer had symptoms such as vomiting and nausea and treated with manual injection. Customer indicated that their doctor has been contacted. Troubleshooting was performed and found that the pump was cracked by the drive support cap. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.